Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device failed self test on the pacer self test, error log code 9006. There was no report of patient involvement.